Event description:
No additional information was provided.

Manufacturer narrative:
Eighteen samples were provided to our quality team for investigation. During the sample evaluation, it was observed that silicone was present outside the fluid path, specifically past the stopper in the upper section of the plunger. The condition observed is non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. The potential root cause for the silicone visible outside the fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3299385. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok had silicone visible. The following information was provided by the initial reporter: we recently manufactured a new set with the bd 1ml syringes. This is new box we opened however we are having the same issues as previously discussed. The ref number is : 309628 and the lot number is: 3299385 with and expiry of 2028-09-30. There are 24 syringes left in this particular box. Are you still interested in picking them up for review?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.